Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instrument was returned in good physical condition. The cartridge retantion feature was measured and was found to be within design specification. The instrument was loaded, cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a vats procedure. It was reported by the affiliate that the cartridge fell into the pt. The cartridge was retrieved. A new device was introduced to complete the case. There was no consequence to the pt.